Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited issues. No additional information was provided regarding this rv lead. This lead remains in service. No adverse patient effects were reported.